Manufacturer narrative:
(B)(4).

Event description:
Description of event according to initial reporter: a patient had a zta-p-34-161-w deployed in the descending thoracic aorta. There was evidence of a type 1b endoleak on the angiogram (pr (B)(4), manufacturer report #3002808486-2020-00026) why the zta-p-34-113-w was deployed distal to 1st device. The zta-p-38-117 was deployed proximal to the 1st device to provide better seal. A fracture was discovered on (B)(6) 2019 (pr (B)(4), manufacturer report #3002808486-2020-00027). Imaging provided for the fracture showed a gap between the distal edge of the most proximal zta graft and the proximal edge of the 2nd zta graft (pr (B)(4)). This gap increases significantly by 2019 with aneurysm growth from 62 mm to 74 mm and significantly worsening tortuosity and severe angulation of the mid to distal thoracic aorta. This is likely due to progression of disease with aneurysm growth and aortic elongation in the mid thoracic aorta. This could be due to a type 3a endoleak at the gap between the 1st and 2nd grafts, but this cannot be confirmed since contrast imaging is not provided. Patient outcome: device re-alignment and t-branch repair.